Event description:
It was reported that the milliamperes (ma) were unable to be adjusted on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the lower case was broken and contaminated, the ring cover and both bail covers were contaminated, the output connector was occluded by foreign material, and the battery drawer and o-ring were contaminated. Further analysis was performed on the interconnect flex. This analysis found that the interconnect flex was mechanically out of specification. (B)(4).